Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02308, 3006705815-2020-02309. It was reported that the patient was unable to set their implantable pulse generator (ipg) to MRI mode and it was found that the lead had high impedance. The patient underwent surgery wherein the leads and ipg were explanted. Patient is stable.